Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Based on the the following investigation results, the reported event may have been caused by a power supply failure. The cause of the power supply failure could not be determined. -the reported event reappeared when the power supply unit of the device was attached to the video system center clv-s190 of the olympus asset. -no liquid intrusion or burning was confirmed in the power supply unit. -there were no other abnormalities in the device. -olympus medical systems corp. (Omsc) reviewed the manufacturing history and confirmed that there were no manufacturing abnormalities or corrections. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at ocsm. As a result of the evaluation, the following was confirmed. The device has not been repaired in the past year. The appearance of the device was good, there was no obvious human damage, and there were no internal abnormalities. After replacing the power supply unit with a spare light source, the reported failure mode occurred. There may be a quality problem because the xenon lamp did not light due to the power supply failure. The defective parts will be returned to olympus medical systems corp. (Omsc) for further investigation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The olympus field service engineer (fse) was informed by the user that during the preparation for use, the examination lamp was not lit up. The patient was not yet anesthetized when the reported event occurred. The device was used in combination with an olympus video system center otv-s190. The user replaced the device to another device and completed the procedure for treatment. There was no report of patient injury associated with the event. According to information provided by the fse, the device was installed in the operating room and connected to a medical power source. Olympus inspected the device at the service department of olympus (B)(4) and found that the emergency lamp lit up and clv lamp error e103 occurred. The examination lamp did not light up at start up while the error occurred. Error code e103 means that the light source has broken down.